Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed noisy image issue could not be determined, however the issue was likely the result of observed damage to the charged-coupled device imaging unit and or the observed shaved electrical contact on the video connector. The observed damage was likely the result of repetitive use stress, handling and or external factors, and are known inherent risks of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the flex deflectable video scope was found to exhibit a noisy image. There was no patient involvement, and no harm was reported as a result of the event.